Manufacturer narrative:
Uf / importer report number mw5079034. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small piece from the rubber stopper of the azithromycin vial was observed on the vial - mate reconstitution solution. This was observed when the vial system was activated. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.